Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the no output from the monitor port was a faulty printed circuit board (dp board) that had been affected by moisture and rust. The conclusion was that the issue was traced to component failure. The date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video system center to the service center for a separate issue. During the device analysis, the service technician identified that the device exhibited no output from the monitor port due to a faulty printed circuit board (dp board) that had been affected by moisture and rust. There was no patient involvement.